Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing prior to use, the cardiosave intra-aortic balloon pump (iabp) units balloon was not detected. There was no patient involvement.

Manufacturer narrative:
Additional information:e1((B)(6)). A getinge field service engineer (fse) evaluated the unit checked then we found no any problem coming during machine testing. Check all the test found test passed. Machine tested on the trainer found machine working ok. The equipment was cleared for customer use.

Event description:
N/a.